Manufacturer narrative:
Re-evaluation for reportability concludes that this event is not likely to cause or contribute to death, serious injury, or serious deterioration in health if it was to recur. Additionally, this event does not imply that a product malfunction has occurred. The implant did not achieve primary stability and was replaced, completing the procedure within the same visit. There is no report of adverse patient impact associated with this event. Therefore, this complaint is non-reportable to the FDA.

Manufacturer narrative:
Patient's weight was not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.